Event description:
(B)(4).

Manufacturer narrative:
All cannulas used by sofic to manufacture this batch of needles were delivered with a certificate of compliance with the iso 9296 standard. Stiffness and breakage tests comply with the requirements of the iso 9296 standard. Add'l bending and dynamometer tests carried on the retained samples from batch f02643ab did not show any defect. In this report, possible causes of needle breakage include bending of the needle before use, excessive pressure or movement of the needle during injection or sudden movement of the pt during injection.